Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4).   Device evaluated by MFR: a visual and microscopic examination was performed on the returned device. The balloon was unfolded and saline solution was visible within the balloon indicting it had been subjected to positive pressure. Blood was visible on the outside of the balloon. No issues were noted with the balloon material which could have contributed to the complaint incident. No damage was observed to the tip or markerbands of the device. The shaft of the device was broken into two pieces. Both pieces were returned for analysis. The shaft broke 1285mm distal from the strain relief and did not break inside patient. One shaft kink was identified 790mm distal to the strain relief; this type of damage is consistent with excessive force being applied to the delivery system during device use. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
Reportable based on device analysis completed on 11-may-2017. It was reported that catheter removal difficulties occurred. The target lesion was located in the lower iliac artery. A 10.0x40x135 cm express® ld iliac / biliary stent was advanced and successfully deployed. During removal of the delivery system, it got stuck in the sheath coming out. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed shaft detachment.